Manufacturer narrative:
The reason for this revision was a blown subscap. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this (B)(4) complaint against lot number 878c1238. There have been (B)(4) previous complaints against the part number but none caused by an event similar to this event. The root cause for the trauma to the joint and implant damage was reported to be an additivity, surfing, by the patient. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was surfing and due to a hard wipe out, the water came crashing down on him causing it to blow his sub scap.